Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Event description:
--

Event description:
Boston scientific received information that 1 month ago this device battery remaining stated less than six months. At that time an appointment was made to replace the device. The patient came in for replacement, the device was interrogated and it stated 2.5 years remaining battery. Some minor thresholds changes had been made during the previous visit which could have led to battery gauge differences. Boston scientific technical services was consulted and stated that the different readings could be due to the patient being in atrial fibrillation which causes the heart rate to race affecting longevity, or that the auto capture feature was in retry at the time of the last battery reading. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.